Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. Corroded battery tube noted during visual inspection. The insulin pump was tested with a new battery cap. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the battery inside the insulin pump exploded. The customer's blood glucose was 410 mg/dl at the time of incident. The customer treated their blood glucose with a manual injection. The customer reported the battery compartment was damaged as a result. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.